Event description:
It was reported that metal fragments were noted to be imbedded in the pt's bone tissue intra-op following use of the item. This occurred during a knee surgery. Another device was used to complete the procedure. It was also reported that the surgeon was not able to retrieve the metal fragments.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.